Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the lifevest. The patient's nurse instructed the patient to remove the device to let the irritation heal. After removing the device and using a cream, the patient reported that the irritation healed.